Manufacturer narrative:
The investigation of product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. The root cause of product damage (sleeve damage) was most likely use issue since the sterile sleeve was torn by the doctor during the repositioning attempt at the bedside. H6 component code 4723 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30550.

Event description:
The complainant reported that during repositioning of the impella cp the contamination sleeve was torn. Occlusive sterile dressing was applied. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.